Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.

Event description:
It was reported that in central processing, it was noted that frayed wires were observed on the prograsp forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.